Event description:
Device issue: balloon peeling. Time of device issue: unknown. Adverse event: none. It was reported that when trying to insert the 3.5 x 23 mm xience v stent delivery system (sds) into an non-abbott y-connector a slight resistance was felt between the sds and y-connector. An attempt was made to advance the sds further; however, the resistance became stronger and the xience v was removed and the stent strut was found to be flared. It was unk if the stent strut was flared prior to advancing the device into the y-connector. There were no reported adverse patient effects. No add'l info was provided. This event is being reported based on the device eval which revealed balloon peeling.

Manufacturer narrative:
(B)(4). The device has been received. The investigation is not yet complete.